Manufacturer narrative:
Concomitant products: product ID 37642, serial # (B)(4), product type programmer, patient; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2014, product type extension; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2014, product type extension; product ID 3387s-40, lot # va0kqxq, implanted: (B)(6) 2014, product type lead; product ID 3387s-40, lot # va0kqxq, implanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
It was reported that they have been turning up the stimulation voltage .05 volts at a time beginning 10 days prior to the report, starting from 1.00 volts. It was noted that in the evening four days prior to the report the patient felt a shock in their left thumb. This was described as one quick shock, one time, with nothing else after that. The next day they increased voltage up to 1.20 volts on both sides. The day after this the voltage was adjusted again, up to 1.25 volts on the left side, and the patient felt a shock on their right side where the implant was. It was noted that the physician was instructed to turn the patient down if there were any side effects and wait a couple of days. So after waiting two days, on the day of report they turned it up again and the patient ¿felt a sensation where the battery incision is.¿ the patient stated it felt ¿blah, like it went flat.¿ they noted that they felt fine before this, but after stimulation was turned up on the day of report they felt as though someone had ¿let the air out of the balloon, didn¿t feel the same, and felt tired.¿ they described that the sensation was in their entire body immediately after they changed the setting, but then they felt the ¿shock or tiredness right where the battery is.¿ it was noted the patient felt no pain or discomfort. Stimulation had subsequently been turned down and had not been turned back up at the time of report. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.